Event description:
Explanting physician reports, 'slow leak. Replace. Very small hole a junction of port and port tubing'.

Manufacturer narrative:
Taper ii. Allergan has received the product however the device has not been identified nor has the analysis not been completed at this time. Based upon the implant date provided by the reporter the connector type is assumed to be a taper ii. No additional information has been reported to allergan regarding the serial number or model number. This information is not available to the explant facility, as the device was implanted in another facility.